Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call daughter is experiencing high blood glucose levels of 550 mg/dl. The customer's mother states the sensors are falling off and not sticking. The customer's mother was assisted with troubleshooting tape not sticking. The customer's mother declined to troubleshoot for high blood glucose levels. The customer was advised to return infusion set for analysis, but the insulin pump will not be returned for analysis.